Event description:
Originally put in a size 10 proximally, about a year ago. Pt experienced pain and a looseness in joint space. Dr. Removed the size 10p and replaced it with a size 20p. Pt reported stable.